Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic. The sensor was inserted into the arm, which is off-label usage on (B)(6) 2019. The patient¿s mother stated the cgm was displaying low and based on the cgm reading, she administered the patient with glucose. A bg meter adding was not taken at the time of treatment. The patient failed and the patient¿s mother took them to children¿s hospital. When their blood sugar was measured, the hospitals bg meter was reading 925 mg/dl, compared to the cgm still displaying low. The patient was admitted to the hospital for a week. Information regarding treatment at the hospital was not provided. Additionally, it was reported that the patient had been taking steroid medication that was prescribed for an illness that is not dexcom related. At the time of contact, the patient was still in the hospital. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.